Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted should the information become available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant and healing abutment were placed in ada site 29 in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 2 weeks after the dental implant and healing abutment were placed in ada site 29 in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Lot number was not provided by customer. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.